Event description:
Complaint description received at creganna medical is as follows: initial complaint description received at creganna medical is as follows: event description: per email, it was reported that "I had 3.0 and lumipoint issues today with a case I just completed at (B)(6) medical center (13277). 1. Perf on roof during atrial flutter case. Pt sent to or. 2. Lumipoint would not display initially during the case. I attempted switching back to the set up screen, toggling through multiple maps, lumipoint activation, fractionation, splits. I closed out and reloaded the case and lumipoint worked. It was further reported that - which catheter was believed to have caused or contributed? Please explain. Perf with ablation. Physician burned roof for a long time without degradation of signals. Possible ridge on roof making contact difficult. Pushing with zurpaz to obtain pressure - which size and type of sheaths were used? Zurpaz (recorded in sales force). Type of procedure: atrial flutter. Patient outcome: serious injury/adverse patient effects. Resolution: surgical intervention.

Manufacturer narrative:
This follow-up MDR is to give an update on the investigation findings by creganna medical in relation to this event as follows: a batch ship history report for the reported upn was performed for the reporting customer. The three batches that were most recently shipped to the customer prior to the procedure date were 517429, 517419 and 518546. Batch 517419 was manufactured on 05-nov-2018 with a expiry date of 04-nov-2020. (B)(4) units from the lot 517419 were shipped to boston scientific - ep, european distribution center, vestastraat 6, kerkrade, 6468, netherlands on the 23-nov-2018. Batch 517429 was manufactured on 15-feb-2019 with a expiry date of 14-feb-2021. (B)(4) units from the lot 517429 were shipped to boston scientific - ep, european distribution center, vestastraat 6, kerkrade, 6468, netherlands on the 07-mar-2019. Batch 518546 was manufactured on 24-oct-2018 with a expiry date of 23-oct-2021. (B)(4) units from the lot 518546 were shipped to boston scientific - ep, european distribution center, vestastraat 6, kerkrade, 6468, netherlands on the 13-nov-2019.

Manufacturer narrative:
Investigation is still in progress. A follow-up MDR report will be submitted with the investigation findings.

Event description:
Complaint description received at creganna medical is as follows: initial complaint description received at creganna medical is as follows: event description: per email, it was reported that "I had 3.0 and lumipoint issues today with a case I just completed at (B)(6) university medical center ((B)(6)). Perf on roof during atrial flutter case. Pt sent to operating room. Lumipoint would not display initially during the case. I attempted switching back to the set up screen, toggling through multiple maps, lumipoint activation, fractionation, splits. I closed out and reloaded the case and lumipoint worked. It was further reported: which catheter was believed to have caused or contributed? Please explain. Perf with ablation. Physician burned roof for a long time without degradation of signals. Possible ridge on roof making contact difficult. Pushing with zurpaz to obtain pressure. Which size and type of sheaths were used? Zurpaz (recorded in sales force). Type of procedure: atrial flutter. Patient outcome: serious injury/adverse patient effects. Resolution: surgical intervention

Manufacturer narrative:
This follow-up MDR is to give an update on the investigation findings by creganna medical in relation to this event as follows: as of the 6th june 2019, when the complaint analysis was completed, no additional information was received. The product was not returned for review at the time of this report being completed. The device is not available for investigation and examination. It was therefore not possible to carry out any dimensional, functional, visual or microscopic examination on the device. Therefore, the as primary reported classification zurpaz - patient - vessel perforation cannot be confirmed. From review of the case it is determined the vessel perforation was caused with the ablation process. The physician burned roof. The zurpaz device was used as the delivery device and case information does not indicate the zurpaz device was the cause of the vessel perforation. Based on a review of the risk documentation and information available, no updates are required to the risk documentation for the zurpaz 8.5f steerable sheath. There is no indication of a potential processing or design failure associated with this complaint. This complaint has been escalated to the quality management team, as this complaint is reportable. The review of the manufacturing documentation could not be executed as the lot number is unknown. A batch ship history report for the reported upn was performed for the reporting customer. The three batches that were most recently shipped to the customer prior to the procedure date were 517429, 517419 and 518546. Batch 517419 was manufactured on 05-nov-2018 with a expiry date of 04-nov-2020. (B)(4) units from the lot 517419 were shipped to boston scientific - ep, european distribution center, vestastraat 6, kerkrade, 6468, netherlands on the 23-nov-2018. Batch 517429 was manufactured on 15-feb-2019 with a expiry date of 14-feb-2021. (B)(4) units from the lot 517429 were shipped to boston scientific - ep, european distribution center, vestastraat 6, kerkrade, 6468, netherlands on the 07-mar-2019. Batch 518546 was manufactured on 24-oct-2018 with a expiry date of 23-oct-2021. (B)(4) units from the lot 518546 were shipped to boston scientific - ep, european distribution center, vestastraat 6, kerkrade, 6468, netherlands on the 13-nov-2019. A similar trend review could not be executed as the lot number is unknown. From the information available, there is no evidence present to indicate that the device was not used per the directions for use/product label. Information printed on the inner and carton labels are accurate. The complaint analysed classification has been assigned as zurpaz - product not returned - complaint unable to confirm. There is no evidence of a potential processing or design failure associated with this complaint, no updates are required to the risk documentation for the zurpaz device. The complaint is reportable; therefore this complaint has been escalated to the quality management team. Based on the complaint review and the event description for this complaint, probable root-cause classification assigned to this complaint is 'known inherent risk of device'. The definition of ' known inherent risk of device' is: 'reported adverse event known and documented in the labelling (including both short or long term known complications or adverse reactions).' Based on the above conclusion, no further escalation or corrective action is required at this time. Creganna medical will continue to monitor for these complaint types.

Event description:
Complaint description received at creganna medical is as follows: initial complaint description received at creganna medical is as follows: event description: per email, it was reported that "I had 3.0 and lumipoint issues today with a case I just completed at (B)(6) medical center ((B)(6)) 1. Perf on roof during atrial flutter case. Patient sent to operating room. 2. Lumipoint would not display initially during the case. I attempted switching back to the set up screen, toggling through multiple maps, lumipoint activation, fractionation, splits. I closed out and reloaded the case and lumipoint worked. It was further reported that - which catheter was believed to have caused or contributed? Please explain. Perf with ablation. Physician burned roof for a long time without degradation of signals. Possible ridge on roof making contact difficult. Pushing with zurpaz to obtain pressure - which size and type of sheaths were used? Zurpaz (recorded in sales force). Type of procedure: atrial flutter. Patient outcome: serious injury/adverse patient effects. Resolution: surgical intervention.